Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was experiencing episodes of what the staff was calling "intermittent overdose symptoms" including being unresponsive. There were no environmental, external or patient factors which may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. It was unknown what actions/interventions were taken. The issue was not resolved at the time of the report. Surgical intervention did not occur nor was it planned. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. The patient's medical history included seizures. No further complications were reported.